Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left lead and left extension had eroded through the skin. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead and extension were explanted to address the issue.